Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) for longer periods of time. It was also stated that the patients lead had high impedance. The patient underwent a procedure wherein the ipg and lead was replaced with an MRI compatible devices. The patient was doing well postoperatively. The explanted devices were discarded and will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19709365. UDI: (B)(4).